Event description:
(B)(4). It was reported that the ventilator didn't pass the pre-use checks tests. The pre-use checks tests are done without patient involvement. Manufacturer reference # : (B)(4).

Manufacturer narrative:
Our investigation into the complaint reported has been finalized. No additional information has been received despite several requests having been made to obtain the additional information. No device logs have been received to support the information initially received/reported. No parts have been confirmed to have been replaced within the device. Therefore, we are unable to confirm, due to lack of information, logs, or goods if the ventilator has malfunctioned or not.

Event description:
(B)(4).